Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is synthes sales consultant. A device history record (DHR) review was conducted: part: 393.100, lot: 8004968, manufacturing site: (B)(4), release to warehouse date: 29.jun.2005. Due to the age of more than 10 years of the complained device a wear or use related root cause is the most likely reason of the complained malfunction. Per franchise complaint product investigation procedure (B)(4) is for complaints for which a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the universal chuck with t- handle was unable to use properly due to connection failure when rotating in grasping. It was unknown when the issue was observed. There was no procedure nor patient involvement. This report is for one (1) universal chuck with t-handle. This is report 1 of 1 for complaint (B)(4).